Event description:
The field svc rep was called to svc the ventilator on 10/22/96 due to sparks and smoke coming from the back of the ventilator. He found the emi filter to be defective and replaced it. On previously svc call the replacing the power cord for a similar complaint as well as the control pcb and a minor repair on the shield (led) was missing (not related to the smoke event).